Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and they confirmed the customer's alleged malfunction with regards to the speaker malfunction. The issue was resolved by turning the power off and on after removing the battery. After the device was turned off and on, the device returned to working specification. No further investigation or action is warranted at this time.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker malfunction displayed. Audio was not confirmed. The device was in clinical use at time of event, no adverse event was reported.